Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 30 mg/dl and juice was consumed to address bg. Customer did not know cause of event and did not have a computer to review pump data for a possible cause. In addition, customer reported an occlusion alarm occurred during bolus delivery and bg was not impacted. As the reported events occurred in the past, tandem technical support could not troubleshoot to determine a possible cause.